Manufacturer narrative:
Pc-(B)(4). Batch # unk. Date of event is unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was fed into the jaws, but it could not be formed when it was deployed. Another device was used to complete the case. There were no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was fed into the jaws, but it could not be formed when it was deployed. Another device was used to complete the case. There were no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2022. D4: batch # v95g3l. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was received with no damage to the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips. As a result, the instrument could no longer be fired due to the activation of the lockout mechanism. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, no anomalies were found. The instrument has an orange indicator that appears on the top of the handle as a reference for the user regarding the number of clips remaining in device. The event described could not be confirmed as the device was returned empty. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: when the thirteenth clip is fired, an orange bar will begin to appear in the indicator window on top of the device handle. The orange bar fills the indicator window when the final clip is fired. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.